Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell and subsequently was not able to feel stimulation. Reprogramming efforts were unsuccessful at resolving the issue. Diagnostic tests revealed invalid impedance readings on multiple lead contacts. X-rays showed the lead was fractured. It was reported surgical intervention will be undertaken to address the issue.